Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the right ventricular lead exhibiting high pacing impedance measurements and loss of capture at maximum output. The patient was scheduled for lead revision, where intra-operative testing confirmed suspicion of right ventricular ring calcification. Defibrillation impedance was also noted to be high. The lead was capped and replaced on (B)(6) 2020. The patient tolerated procedure well.